Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber stopped working. The fiber was exchanged and the metal cap of the second fiber detached inside the patient. The cap was flushed out of the bladder using saline. The second fiber was exchanged and the third fiber was used to complete the procedure. Good patient outcome reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, sign of melting, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "metal cap fell off" could not be confirmed; glass cap fractured was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 225,795 joules and 26:04 minutes were expended on the first fiber and the fiber tip was not cleaned during the procedure. 130,000 joules and 14 minutes were expended on the second fiber and the fiber tip was cleaned during the procedure.